Event description:
It was reported that when the device was used during a procedure for prolapse and hemorrhoids, it fired an incomplete staple line. It was not reported how the procedure was completed. There was no pt consequence.